Manufacturer narrative:
Continued date of birth: (B)(6) (only year provided). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "implants were withdrawn from the market" and "now my wife has had pain in her left breast for some time and from time to time it also swells." Device evaluation: visual analysis of the returned device identified: underweight, black particles, crease flat, wear abrasion, device appearance (observed 40 mm dark patch edge material inside gel device) and opening. A microscopic analysis was performed which identify an opening sharp in the posterior side and two opening striated in the radius/anterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A openings striated in the anterior side. A openings striated in the radius side.

Event description:
Patient spouse reported left side "implants were withdrawn from the market" and "now my wife has had pain in her left breast for some time and from time to time it also swells." Physician reported "rupture and capsule fibrosis" baker grade not provided. The device has been explanted.